Event description:
Fault description per the reporter "internal failure 43, internal battery will not be detected." This report is submitted retrospectively because the original report is not visible in maude database.